Event description:
Product malfunctioned 2 times in a 24-hour period; same lot number. Membrane burst on both. "The first event occurred during a routine check of the circuit. The pressure transducer was noted to be bulging away from the actual display box and when the rn went to tighten the transducer blew apart and blood started backing out of the circuit until she could get to the stopcock and turn it off from where it was connected to the oxygenator. The silicone part of the transducer which actually connects to the pressure box just exploded into lots of little pieces and, of course, when that happens, you have an open line from the circuit to the outside where blood loss occurs and this is what happened. Approx 24 hrs later, the same event ocurred again during a routine check. The specialist noted that the transducer was bulging from the silicone part away from the pressure box and went to put his hands on it so he could check it to see if it was securely tightened, and the silicone part of this transducer also blew apart into many pieces, again leaving an open connection from the circuit to the outside where blood came out. Rptr did contact the MFR to report these incidents o them, and they have already sent two new pressure boxes and will be picking rptr's up to check them.